Manufacturer narrative:
Visual inspection was performed on the returned device. The reported needle to cuff miss and foot separation were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible that aggressive pull back of the device to position the foot against the vessel wall contributed to the reported ¿the entire device came out before the plunger was removed¿ unintended loss of vascular access along with the foot separation. The observed condition of the posterior cuff indicates the posterior needle made partial contact with the posterior cuff during plunger deployment step #2 enough to flatten the cuff tabs but not complete a full connection due to an interaction of the device with patient anatomy. The reported surgical intervention was required to create a new access site due to the unintended loss of vascular access. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: correction medical device problem code 1430 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: no tissue damage was noted. Blood marking was successfully performed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was venous closure of the right common femoral vein using a prostyle device using the pre-close technique via a 7f sheath hole prior to a leadless pacemaker implantation interventional procedure. The first prostyle was deployed and pre-placed as intended. Reportedly, during use of the second prostyle, the step two of deployment was perform, however, the entire device came out before the plunger was removed. Wire access was lost, and the access site was closed with the first pre-placed suture and hemostasis was achieved. Upon removal of the device, a cuff miss [suture retrieval issue] was noted. A new access site was used and the sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 25f, and the leadless pacemaker implantation procedure was completed. Hemostasis at the second access was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Per the photos provided in rfi-173669, a foot break was noted and was not returned. No additional information was provided.